Event description:
It was reported to philips that the system was hanging at the splash screen, did not progress further, and that a reboot did not resolve the issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.